Manufacturer narrative:
(B)(4) - incision sutured, (B)(4): evaluation method - lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore during insertion into the patient's eye. The incision was enlarged to remove the lens and two sutures were required to close the wound. Another same model and size lens was implanted.